Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/21/2023, it was reported by a sales representative via phone that an ar-1787pj-cp internalbrace implant system, ligament augmentation repair, had an issue with the 2.7mm drill. When drilling in the bone, the drill bit shattered and left shards in the bone. The surgeon removed the fragments of the drill bit and performed an x-ray when the patient was open to confirm that all the fragments were removed. The case was completed by doing a primary ligament repair using an ar-899ost fibertak dx suture anchor, and the internal brace was not incorporated into the procedure. There was a 15-20 minute delay in the case with no additional anesthesia administered. This was discovered during an atfl reconstruction procedure on (B)(6) 2023.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion, prying/leveraging, and/or excessive force used during insertion.